Event description:
It was reported that after a right laparoscopic hemicolectomy procedure, 48 hours later, the patient showed acute peritonitis. He was re-operated and was found a wound dehiscence that was closed by using a surgical suture. The surgeon sent us the video of the second intervention that we are sending for your evaluation. No device will be returning it was discarded.

Manufacturer narrative:
(B)(4) information is unavailable; device was not returned for evaluation. Additional followup: on what tissue type was the device used? At what location on the tissue? Transverse colon - perpendicularly to the transverse colon. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Second. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What was the patient's pre-op diagnosis? Right colon cancer. Please provide the patient¿s sex, age and weight. Male, (B)(6). What is the current status of the patient? Stoma after reoperation. Is there any other additional information you would like to share about this device or procedure? It seems that staples were not formed. Is it possible to provide the exact product code? Sc60. Is the stoma permanent or is a reversal planned? A reversal is planned. The staple form: unformed , malformed, please describe the shape. Unformed. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? The patient does not have a history of receiving radiation or chemotherapy. Was the stoma planned due to right colon cancer, or was it a result of the alleged device malfunction? It was the result of the alleged malfunction. Was the wound dehiscence, which was detected during the second surgery, a result of the alleged device malfunction of the etsxxx or another device, or perhaps a suture used in this procedure? The wound dehiscence was a result of the alleged malfunction of the echelon linear cutter sc60. A dvd was received for review. Based on what could be observed given the challenge of the light glare and the fatty tissue around the area of dehiscence. I cannot provide any definitive visual details that would provide with any confidence level, evidence in a direction that could indicate a potential root cause. However, if I were to speculate, the fatty tissue may have had an impact on the overall tissue thickness relative to cartridge selection carrying over into staple form issues. Additionally the fatty tissues ability to provide a stable platform on which staples can be formed and remain secure may have been a complication contributor as well.